Manufacturer narrative:
Batch review performed on 12-dec-2023: lot 141461: 100 items manufactured and released on 28-may-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 9 years and 3 months after the primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the medacta stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.